Event description:
The pt is implanted with two octrodes of the same lot number. It was reported the scs system is not providing sufficient pain coverage as when initially implanted. A CT was ordered and results identified the leads have relocated from t-7 to t-8-t-9. It was further reported reprogramming attempts were unsuccessful at recovering the stimulation. Surgical intervention was advised by the physician. Follow-up revealed the pt may undergo an explant.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.